Event description:
Information was received from the company representative (rep) regarding the patient receiving dilaudid (hydromorphone) (9.299/20 mg/ml) baclofen (unknown/20 mcg/ml). The indication for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported that the company representative reported the patient in pump pocket revision procedure to move pump from the back to the abdomen due to discomfort. The company representative stated that during the revision, they used an 8784 but could not aspirate at the cap when the new catheter segment was attached. The company representative inquired how long the patient would go without drug. The technical services (tss) reviewed original catheter volume of .106ml and revision segment of .115ml. The tss discussed patient would get drug for the next 5 1/2 hours and go without drug for the subsequent 6.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2023, product type: catheter. Suspect medical device references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 05-dec-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the company representative stated that the cause of the catheter unable to aspirate was not determined. The attempt to resolve the issue was a revision of the pump segment. It was unclear if the provider will scheduled the revision/replacement but he was notified that he should consider to correct the issue. The pump was successfully moved to the abdomen in attempt to help with pump site discomfort. It was unsure if the discomfort was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.